Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products (B)(4) implantable pacing lead (B)(6) 2012. Product event summary - (B)(4): the full lead was returned, analyzed, and the proximal conductor was fractured by the 1st rib/clavicle. It was noted that the proximal conductor was distorted by the 1st rib/clavicle, the outer insulation was breached by the 1st rib/clavicle, there was blood in the proximal conductor (not obstructed), and there was a cosmetic depression in the outer insulation.

Event description:
It was reported that there was loss of pacing after less than a year of implant. The right ventricular (rv) lead also had low impedance and no capture. The rv and right atrial (ra) leads were removed, and it was observed that there was an area of poor integrity on the insulation. Crush fracture was suspected. It was also reported that there was muscle stimulation from the rv and ra leads. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.